Event description:
The dilator from versacross connect access solution for faradrive was returned with no reported device allegations or patient complications. However, upon product return, analysis confirmed that the versacross dilator was damaged.

Manufacturer narrative:
The dilator from versacross connect access solution for faradrive was returned with no reported device allegations or patient complications. However, upon receipt at our post market quality assurance laboratory, the device passed flushing testing. Later, the versacross dilator was visually inspected and noted to have a scratch along its shaft. Also, it was noted that its luer was broken and missing. The root cause code of cause traced to device design was selected for the broken luer, since involves difficulty removing the proximal section of the dilator from the packaging. Detailed product information was not provided to bsc once the product was returned and no further information was provided. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.